Event description:
A malfunction alarm occurred with no notable events prior. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump and assisted the caller in completing the reset. The malfunction code did not recur, and the customer was instructed to continue using the pump and to call back if any further issues arise.